Manufacturer narrative:
Correction: b6: field should reflect use of fluoroscopy imaging.

Event description:
It was reported that a patient presented for an unrelated procedure. Interrogation revealed loss of capture on the lead. Fluoroscopy imaging confirmed the lead had dislodged. The lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.